Event description:
It was reported via repair work order that the side rail will not latch due to a broken weldment with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.